Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump unexpectedly reset. Reportedly, the customer continued to use the pump and also confirmed that an alternate pump is available. The customer's blood glucose level was 138 mg/dl.